Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump screen had an overlay image on the touch screen. Blood glucose was in the 300 mg/dl range. Customer declined to send photo of the screen for tandem technical support to review and declined further follow up. Customer reverted to using manual injections for insulin therapy.